Event description:
Description: a heparinized syringe was used to run an aptt lab. When doing an investigation of the event, it was noticed that the labeling on the syringes and packaging do not very clearly identify it as being heparinized. We have investigated other MFR's of syringes and have yet to find a clearly labeled product where both the syringe and the packaging are labeled clearly. The brand that we have was decided to be the best available and the writing on the products is extremely small. Thank you. Medication administered to or used by the pt: no. When and how was error discovered: when doing an investigation of the event, it was noticed that the labeling on the syringe and packaging do not very clearly identify it as being heparinized. Severity: circumstances or events have capacity to cause error. Pt counseling provided: unk. (B)(6).